Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: desufflation lever condition, inner gasket condition, and stopcock condition, conforming; and outer gasket condition, cut. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info received and the visual examination, it was concluded that the reported "tear in the ring seal of the device" during surgery was due to a cut order gasket measuring approx 1/8". The gasket was complete. No conclusion could be reached as to how this damaged had occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the 512sd was used during a laparoscopic cholecystectomy. It was reported the device was used at the umbilical site for the camera port. The surgeon looked into the abdomen and then decided to open the pt due to anatomy. At the end of the procedure it was noticed there was a tear in the ring seal of the device. There was no consequence to the pt.